Event description:
On (B)(6) 2014, a doctor reported to a lensar field service engineer that on his last pt of the day that there was a tear on the temporal side on the cap.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.